Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. The dexcom device alerted the patient when the sensor failed. It is unknown whether the patient was experiencing symptoms at that time. Later on, the same day, at an unspecified time after the sensor failure, the patient required hospital admission. The patient disconnected the call before providing additional details. As a result, information such as the last cgm reading, whether a fingerstick test was performed, mode of transportation to the hospital, medications administered, length of hospital stay, and diagnosis was not obtained. At the time of the report, the patient was believed to be stable. There was no documentation of further medical evaluation or intervention. No additional details were recorded, and attempts to contact the patient for follow-up were unsuccessful. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.